Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at about 11:00 pm for a high blood glucose level of 503 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer left the hospital with a blood glucose level of 148 mg/dl. The customer was assisted with trouble shooting but the customer's insulin pump failed the high pressure test. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.